Event description:
Patient had a vibratory alert and information is sent to merlin.net. Tech reviews transmission and the patients device has reached eri. Patient is seen in clinic and premature battery depletion is confirmed. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below expected limits. With a new battery, the device was tested on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and a battery short was found that caused the premature battery depletion.